Manufacturer narrative:
This device is not marketed in the u.s. However a similar device with part# 9393612, 510k# k094025 and upn# (B)(4) is marketed in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: t10-pelvis deformity levels: l5-s1 it was reported that the spacer broke during implantation. No fragments of the device remained inside the patient. No patient complications were reported. It was never implanted in the patient.

Manufacturer narrative:
Additional info: product analysis: macroscopic and microscopic examination confirms the implant is fractured into multiple pieces and broken. The extent of the damage, as well as the area of fracture initiation middle rib is consistent significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.